Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was replaced a week prior to the report because the previous implant stopped charging and failed. It was noted that the ins that was replaced had gotten more and more difficult to charge over a 60 day period or so, and it stopped working. If additional information is received a follow-up report will be sent.

Event description:
It was reported that the implantable neurostimulator (ins) was dead and an overdischarge was suspected. The generator unit was to be replaced. It was unknown if an overdischarge was confirmed and it was unknown how the patient was doing at the time of report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).